Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. The defective part has not been returned fot the further investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to o2 gas module.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).